Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the battery compartment was cracked at the battery compartment threads above the bumper. There was an additional crack below the bumper at the case seal. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/20/2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.